Event description:
It was reported that there were small p waves, noise and oversensing. It was further reported that the impedance fluctuated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.